Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011. Placeholder.

Event description:
It was reported that a surgeon was performing a knee scope and the tip of the sharp hook broke off in the patient. The piece was retrieved and the procedure was completed without further incident. This report is for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and the tip was broken off. The cutter corresponded to the drawing and processes at the time of manufacture. It was determined that too much force was applied to the tips, causing one to break. This complaint is invalid from a manufacturing standpoint.